Event description:
It was reported during implant the helix would not extend correctly. Lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.